Event description:
It was reported that the device needed repair. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good physical condition. Visual test was performed - no problems found. Functional test couldn't be fully performed due to a custom security key. Ehl was downloaded and inspected - no problems found. Pump was tested for flow accuracy and failed. At the time of investigation, as no problem was reported, the customer's problem could not be replicated, and the root cause could not be determined. No action taken for the reported problem as no problem was reported. The expulsor was trimmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.